Event description:
Customer reported unexpected positive reactions and possible carryover on galileo when using the 2_cell screen assay.

Manufacturer narrative:
A service visit was performed. All pipettors and wash stations were aligned. All 4 flow checks were verified, and the wash station assembly was replaced. All rinse pumps were within specification. Lld and pip test passed. Ran customer samples and no carryover was observed. Customer did not submit sample for investigation testing.